Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) boet410, (t3® ex hex tapered implant 4 x 10mm) for evaluation. Visual evaluation and a functional test were performed, the implant has signs of use. The implant external threads were damaged from being trephined. The implants external hex/drive feature are damaged. The implant has a fractured screw stuck inside. DHR review was completed for the subject lot number 2120032679. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120032679 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged threads and dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implant was damaged from being trephined. The implants external hex/drive feature are damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
It was reported that the implant at tooth site 36 has damaged threads and that an unknown abutment screw fractured inside the implant. Implant was removed and no other implant was placed during the same procedure. This report refers to damaged threads event.